Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was unable to pair the mobile phone to an insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, the customer issue was not resolved. It was unknown if the customer will continue using the device or not. The product will not be returned for analysis.